Event description:
As reported via legal documentation, a patient had left hip replacement surgery. They had left hip revision surgery, approximately 4 years 4 months post primary procedure. Op report postoperative diagnosis: loose left total hip socket with marked osteolysis. The patient was revised to competitor's devices. The stem was confirmed to be well fixed with no evidence of loosening or significant lysis proximally. The socket was grossly loose. The surgeon noted it was removed easily and there was marked osteolysis with destructive changes inferiorly and posteriorly as well as some anterior lytic change as well. Posterosuperiorly, there was some bone and superiorly bone stock was good as was the anterosuperior bone stock. The patient was awoken and transferred out of the operating room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-01865 the most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.